Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s lead was explanted and replaced with a new lead. Postoperatively, effective stimulation was reported.